Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose ranging from 400 mg/dl to 500 mg/dl. The customer did experience any symptoms such as vomiting as a result of high blood glucose. The customer was treated with fluids and insulin with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis.